Event description:
It was reported by a medical professional that a vns patient was deceased. The date of death was provided as (B)(6) 2017 and the cause of death was not known. Additional relevant information has not been received to-date.

Event description:
Follow-up from the physician provided the cause of death as sudep, and was not related to vns.